Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with changing the time on the insulin pump. They had been off the device for 12 hours and had a high blood glucose of 444 mg/dl. The device will not be returned for analysis.